Event description:
Olympus was informed that during a ureteroscopy procedure, the basket broke off while it was being pulled into the sheath with the stone inside basket. The basket containing the stone was successfully retrieved from the pt. No device fragment fell in the pt. The procedure was successfully completed. There was no pt injury reported.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for eval. The exact cause of the reported event could not be conclusively determined. If additional info is received at a later time this report will be supplemented.